Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use with no evidence of blood were observed. The delivery device was returned inside the loading device. The blue slide lock was disengaged but the plunger was not pressed on the delivery device. The seal and tension spring assembly remained inside the loading device. It was observed that the seal was visible through the window of the loading device and appeared unraveled at the center. The delivery device was removed from the loading device. The tension spring assembly with the seal which remained inside the loading device was then removed for inspection. Microscopic inspection showed the seal to be unraveled at the center and the tether and tension spring assembly detached from the seal. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at 0.199 inches. , the outer diameter was measured at 0.221 inches. The length of the delivery tube was measured at 2.510 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device and the results of the evaluation, the reported failure mode "failure to deploy" was not confirmed. An attempt for deployment would only be possible after properly loading the seal. It was evident that the seal failed to load properly. In addition, while the blue lock was disengaged, the plunger remained un-pressed which means there was no attempt to deploy. The analyzed failure mode "fitting problem" was therefore confirmed. The analyzed failure mode "unraveled material" was also confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal stayed in tube while being removed from loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects. This record is related to another complaint record with autonumber (B)(4).

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal stayed in tube while being removed from loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects.